Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with gradual increase of incontinence. The physician determined the cause to be urethral atrophy. At a later date, the aus was replaced. There were no additional patient complications reported.